Manufacturer narrative:
(B)(4). Batch # p55940. The analysis results found that one sc60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy, it was found that the cartridge pan was left inside the jaws after the second firing when the third cartridge was loaded. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.